Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Half of iol returned in lens case. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned, the other haptic is intact. The remaining optic is scratched/marked-rejectable. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient complained of refractive errors, visual impairment and glare. The iol was exchanged for a different single-focus lens from another company.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).